Event description:
Customer alleges that the leg with the wheels on the lift has screws coming out. The customer also alleges the lift is loose. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 4 years 4 months old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's preexisting medical condition states that she has limited mobility. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the screws on the legs of the rpa450-1 lift are allegedly coming out, making the lift loose and unsafe for use. No injury alleged.